Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that this is a study participant and no patient information is available. The subject reports redness and irritation at the infusion site, as well as discomfort. Upon removing the infusion set, the subject suspects that the cannula may have been retained in the skin. The cannula is no longer attached to the infusion set base, but it is also not visible at the skin surface. The area will continue to be monitored. There were patient involvement and no adverse event reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The complaint of separation, cannula from site can be confirmed. Visual and functional testing was performed. As received, three infusion site bases were returned. The adhesive pads were present for all samples, in a used state. Two cannulas were observed to be bent 90° from its original orientation. One cannula was observed to be cut entirely, with its tip missing. No other damages or anomalies were observed. The probable cause of the reported problem unknown.